Event description:
Customer reported tubing began to leak from just under where inserted and covered by pump when closed. No product will be returned for this event. Customer stated no additional patient/event info will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unk.